Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (baclofen), 2000 mcg/ml at an unknown dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that it was unclear if a pocket fill occurred on (B)(6) 2017 but she was stepping in to fill a patient's pump as the patient's insurance changed and they did not have a current managing doctor that the hcp knew of. The patient had some bleeding with the needle insertion and had a hematoma at the pump site which could have caused the swelling she was seeing at the pump site. The hcp felt when she was connecting the second vial of drug for the refill that she felt she had connection issues and may have pulled the needle out of the reservoir some and caused a partial pocket fill. She was asking if she should aspirate from the pump and refill completely. The technical service specialist confirmed that they should aspirate when they saw the patient the day of this report to confirm what volume was in the reservoir and then either fill completely or just simply update the pump with the correct volume to avoid future issues. The patient had not had any symptom change in the last few days. They had been calling him and he reported that the increase in spasticity that he reported on (B)(6) 2017 in his lower extremities improved. The hcp could not do troubleshooting due to lack of access to product. The patient would be seen in the office the day of this report by the hcp. No further complications were reported.